Event description:
Exeter trident ceramic on ceramic alumina revised as patient was feeling pain symptoms. Abnormal dark fluid and tissue noted in theatre. Biopsy taken and sent for testing. Another surgery planned to correct the problem. Therefore, there was an unanticipated revision surgery. The product will be returned once the surgeon completed testing. Will have an engineer check the taper junction.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.